Event description:
Pd nurse (B)(6) stated that after issue reported on (B)(6) 2026 they were not able to get patient's catheter work. Patient had a surgery to remove catheter; patient switched to hemodialysis. Nurse stated still don't know if patient will be back to pd treatment. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).